Event description:
After use, scrub tech noticed that a tooth from the "pick up forcep" was missing. The forceps was used only to enter abdominal fascia. The instrument was not used in the abdominal cavity. An x-ray done after the procedure was normal.